Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure, the blue stopper of the aortic cannula was leaking out instead of preventing the blood from coming out. The user placed a clamp on the end so that the blood could not flow out until they could connect to the tubing for the circuit. Around 100ccs of blood escaped, however, the surgeon was able to use the sucker pump to reincorporate the blood that leaked back into the circuit so that there was no blood loss. The device was not change out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.